Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was taken out ( the whole thing ) because it was not working for her. It kept messing it up on her. It was taken out in (B)(6) 2021 by doctor. No other information provided. No further patient complications are anticipated or expected as a result of this event.